Event description:
The customer returned a cardioplegia delivery disposable to quest sales rep. The customer stated that during priming, the device leaked. The amount of leak is unk. The disposable was changed out prior to the case. The case was completed without further incident. The customer reported this incident when the sample was returned in 2004.